Event description:
It was reported that the customer installed new led lights and they affected spo2 pleth. They noticed this on their philips mp-50 with fast. Additional information was received that stated: "the pleth had a weird distorted shape to it when the lights were on and the spo2 and pulse rate values were reasonable. When the lights were shut off, the spo2 values only changed a little 1-2% but the pulse rate values changed a bit more, up to 10 points difference. The rns were not concerned about the values and this complaint did not affect their clinical decisions. They were just concerned about the changes to the pleth waveform." No patient incident reported.

Manufacturer narrative:
Multiple attempts for product return were made to date. The sensor involved in the reported event has not been made available to masimo to allow for an analysis to be performed. Additional information including images were made available to masimo for review and the evaluation is currently underway. Upon completion of the investigation, a follow up report will be submitted. No patient incident was reported.

Manufacturer narrative:
Multiple attempts were made to obtain the product involved in the event, however the product has not been made available for further evaluation. Photos and information were provided by the customer to help characterize the problem and document any environmental factors in which these sensors were used. The spo2 technology in the monitor (philips mp50 with philips fast spo2 technology) is not a masimo product, therefore, masimo is unable to determine the exact cause of the monitor output/light interference issue. A review of the sensor's directions for use indicates that "high ambient light sources such as surgical lights (especially those with a xenon light source), bilirubin lamps, fluorescent lights, infrared heating lamps, and direct sunlight can interfere with the performance of the sensor." In addition, "to prevent interference from ambient light, ensure that the sensor is properly applied, and cover the sensor site with opaque material, if required. Failure to take this precaution in high ambient light conditions may result in inaccurate measurements".